Manufacturer narrative:
Based on the currently available information a damage to the active electrode is likely. However, reportedly, there was no decrease in the recipients hearing performance and despite requested several times, no additional information was received from the field. Hence, to determine an exact cause for the suspected damage an investigation on the explanted device is necessary.

Event description:
The user came for a regular follow up. The user reports that there is no deterioration in hearing. No trauma has been reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came for a regular follow up.the user reports that there is no deterioration in hearing. No trauma has been reported.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user came for a regular follow up. The user reported that there was no deterioration in hearing at that time. No trauma has been reported. Recipient was re-implanted on (B)(6) 2019.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user came for a regular follow up. The user reported that there was no deterioration in hearing at that time. No trauma has been reported. Recipient was re-implanted on (B)(6) 2019.

Event description:
The user came for a regular follow up. The user reported that there was no deterioration in hearing at that time. No trauma has been reported.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. No information on any possible further steps has been received yet.